Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was not able to charge the ins and could not communicate with the ins using the patient programmer or recharger. The patient last successfully charge the ins a week and a half prior to the report. The patient was redirected to their hcp. No patient complications were reported.